Event description:
Staff reported the endostitch stopped working during use. No other details were provided. Manufacturer response for surgical endoscopic, covidien endostitch (per site reporter) instrument given to field representative. Response from manufacturer unknown at the time of this report.